Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. No bolus anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother was reported via call that the customer had low blood glucose level of 42 mg/dl. Customer was treated with food. The customer was not using auto mode function at the time of the event. Customer was alleging insulin pump for over delivering because customer had low blood glucose level. The insulin pump will be returned for analysis.